Event description:
11/14/2022, company sales representative reported that an hcp had a patient experiencing extrusion of molded pdo threads. 01/17/2023, despite multiple attempts to gather information during two consecutive months, the hcp only confirmed the patient had threads removed between (B)(6) 2022 without providing further details on the specific date of treatment and removal but did mention the pdo threads were removed from the chest area due to pain and discomfort. 02/09/2023, the patient was scheduled for a follow-up appointment in (B)(6) 2023 in which hcp confirmed the patient was doing very well. Update; 08/03/2023, hcp provided more information about the patient's treatment. The patient had been treated on (B)(6) 2022. On (B)(6) 2022, the patient returned to the hcp facility reporting threads were protruding through their lip and neck area. As stated by the hcp, the patient had other threads removed on (B)(6) 2022, and confirmed the patient is currently doing well.

Event description:
On 11/14/2022, company sales representative reported that an hcp had a patient experiencing extrusion of molded pdo threads. On 01/17/2023, despite multiple attempts to gather information during two consecutive months, the hcp only confirmed the patient had threads removed between march - october 2022 without providing further details on the specific date of treatment and removal but did mention the pdo threads were removed from the chest area due to pain and discomfort. On (B)(6) 2023, the patient was scheduled for a follow-up appointment in february 2023 in which hcp confirmed the patient was doing very well.